Event description:
It was reported that during a surgical procedure, the product presented a defect, not triggering all of its clamps, but performing the tissue cut partially, thus, it was necessary to use a similar product. Due to the time of the procedure, the technical team was not activated, and after the procedure the hospital nursing team discarded the defective product, making it impossible to send to review.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. D4: batch# unk. A manufacturing record evaluation was performed for the finished device gcs40g lot number a9cx1z and no non-conformances were identified. Additional information: a photo was submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the cartridge guide area with a green reload loaded on the device and it can be seen four malformed staples stuck in the washer. Based on the photo reviewed the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date, a response has not been provided: 1. Could you please provide more details for "not stapling the tissue in an integral way"? 2. If the device stapled/fired, was the staple line complete? 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. D4: batch # a9cx1z. Photo analysis: the photo was taken of the distal part of the device showing the cartridge guide area. The device had a green cartridge loaded on the device. The cartridge washer shows an incomplete cut line and four malformed staples stuck on the washer. In addition, staple puncturing marks can be seen on the lateral side of the washer. The incomplete cut and staples striking the washer instead of the anvil have been correlated to the pin not being seated in the anvil resulting in the misalignment of the cartridge deck and anvil. It should be noted that the instructions for use state that before firing the device the retainer pin needs to be checked to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the instrument was not returned the evaluation is limited. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number a9cx1z, and no non-conformances were identified.